Manufacturer narrative:
(B)(4). Batch number ==> r5778j. Investigation summary ==> the analysis found that one pse45a device was returned with no apparent damage and with one ecr45g cartridge reload not loaded on the device. The reload was received partially fired 1/10. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence but it was noted that the knife did not return to its home position. The device was disassembled to verify the condition of the internal components and showed a small flash was identified in the base of the firing post switch. This flash may cause the firing yellow actuator to be stuck and disabling the automatic return system of the knife. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that could not return blade. During the radical resection of lung cancer, when severing the bronchus on the 1st firing, after fired, the blade moved to the distal end, but could not return, repeated to pull the knife reverse button, finally returned the blade. Another device was used to complete the surgery. There were no adverse consequences to the patient.